Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator 4 months ago. The current charge time is 29.6 seconds. The healthcare practioner requested longevity estimation.